Event description:
This reposable instrument was found to have dull scissor tips. Item was removed from the inventory and will be sent back to intuitive for reimbursement for the number of lives remaining.